Manufacturer narrative:
The referenced uhi-4 was not returned to olympus medical systems corp.(omsc) for evaluation, therefore omsc cannot evaluate the uhi-4. The technician of olympus (B)(4) confirmed the referenced uhi-4 and found that there was no abnormality and irregularity. The exact cause of this phenomenon cannot be conclusively determined, however there is the possibility of this phenomenon is attributed to the user handling of the devices and/or the usage environment of the facility. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during the hernia operation procedure, the uhi-4 could not insufflate gas into the patient suddenly. The facility changed the uhi-4 to the other unspecified similar device and the procedure was completed. The operation was prolonged approximately fifteen minutes, there was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-00070 to provide the device evaluation results. Omsc checked the manufacture history of the referenced uhi-4, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".